Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. Review of the data identified noise and t-wave oversensing. Additionally, smart pass had been disabled and could not be programmed back on due to low amplitude measurements. Noise was detected in primary and secondary vectors. Therefore, the device was programmed to alternate vector. Subsequent information was received that this patient presented to the emergency room a second time due to another inappropriate shock. Smart pass was programmed back on in primary vector. X-ray was performed; however, the results are unknown. The physician stated this subcutaneous implantable cardioverter defibrillator will be replaced with a transvenous device. No adverse patient effects were reported.